Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced elevated blood glucose levels ranging from 153 to 253 mg/dl. The customer believed the suspected cause was related to the pump. The customer administered correction boluses via manual injection.